Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention was performed for the reported event. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report incomplete coaptation and recurrent mitral regurgitation. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. One clip was implanted with no reported issue, reducing mr to grade 2. During follow-up on (B)(6) 2023, it was observed on echocardiogram that the clip had detached from the posterior leaflet (single leaflet device attachment (slda)). Mr was noted to increase. No intervention was performed. No additional information was provided.